Event description:
The customer reported that they are getting a technical alarm "loudspeaker fault" and the speaker does not emit any sound anymore. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Additional manufacturer narrative: a philips remote service engineer (rse) spoke to the customer and confirmed the speaker failure. Furthermore, it was confirmed that the problem was isolated on the x2, which does not emit any sound anymore. The rse determined that the part (453564238621 speaker assembly x2/mp2) needed to be replaced. A nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Corrected data: e1: reporter phone number cannot properly format: (B)(6).

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016.